Event description:
It is reported that package was opened and it was found that the screw is missing.

Manufacturer narrative:
Evaluation summary: no product was returned for review with the complaint. No other complaints have been received against this lot for same or similar complaints. Reports of this nature will continue to be monitored. Eval: review of the device history records did not find any deviations or anomalies. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers this complaint closed.